Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes on a normal standard centrifuge, blood leaked from the tube on unspecified number of tubes. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes on a normal standard centrifuge, blood leaked from the tube on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received one customer photo for investigation. The photo was visually examined and the customer reported defect was observed. Additionally, a total of 30 retained samples were subjected to a visual inspection for damages, and all samples passed without issues. Also, 10 retained samples underwent a visual inspection for brittleness, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken leaking no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.